Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the surgery to remove the lead was not scheduled yet. The erosion and kinked lead was being assessed by the neurosurgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a manufacturer representative (rep) reporting that a lead was removed due to injury. The left lead now needs to be replaced. They will also place a generator on the left chest. Difficulty walking, muscle pain, numbness, and tingling were present. The left side was not working as expected. The generator is reaching end of life and the replacement is indicated. His left lead had been exposed and fractured and now needs to be replaced.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2019-, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). It was reported that the cause of the lead issues was erosion, infection, kink/fracture. The lead replaced. The explanted lead was disposed off.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown,. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient saw the surgeon and appeared to have an infection at their lead site. The patient didn¿t come in or call the doctor sooner. They were treated with antibiotics but then the patient didn¿t see the doctor again. The lead infection eventually caused erosion through to the head skin. The surgeon attempted to treat the patient with an antibiotic but didn¿t resolve the issue and they also said there was a possible kink in the lead too. The surgeon decided to remove the current lead and replace it with a new one. The rep wasn¿t sure of the lead since they didn¿t specify, but they would know at the surgery date. It was mentioned that the patient had just one lead and not on both sides. There were no further complications reported.